Manufacturer narrative:
(B)(4). Carefusion service rep replaced the main pcb and turbine eeprom kit. Performed pm, uvt, and ovp according to manufacturer specifications - 04/15/2015. Device now functioning as designed.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba installed in known good unit powered on in service mode and view event error log. Notice multiple transducer fault codes. Perform transducer calibration for pt802 transducer. Transducer calibration drifted by 92 counts. Run in over-night and reported problem was duplicated intermittently. Also found transducer pt800 is bad when performing calibration turbine automatically accelerated. Findings: reported problem was duplicated and isolated to transducers pt802 and pt800. This issue is being addressed in an internal correction.

Event description:
Transducer fault customer called carefusion technical service indicating: "during pre-use check the unit is displaying xdcr fault." No patient involvement.